Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to fibroids, dysmenorrhea, menorrhagia and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and rectocele. As per the operative report dated (B)(6) 2008 the mesh was implanted with a lavh. It was reported that patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/bso, retropubic cystopexy and lysis of adhesions. It was reported that patient underwent explantation of mesh sling complete with retropubic and transvaginal urethrolysis, harvest of autologous rectus fascia for a pubovaginal sling and cystocele repair that was also augmented with cadaveric fascia and cystoscopy, retropubic and transvaginal urethrolysis on 01/28/13 due to pelvic pain, pelvic prolapse and sui. No additional information was provided. (B)(4) pelvic prolapse-not labeled.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and dysuria.